Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings:during testing, the audible sound on the pump was unresponsive. The pump case was opened and a failed electrical connection was found in the audible alarm circuit. The connection was realigned and then the audible sound functioned normally.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.